Manufacturer narrative:
(B)(4). Date sent: 04/28/2023. D4: batch # 914a69. Additional information was requested, and the following was received: 1. Could you please provide more details for "stuck while closing trigger in between completely jam"? It means the closing trigger didn¿t lock. No click sound. 2. Did the reload begin to staple and cut, but then jammed? If getting closed then the next step would be firing after waiting 15 seconds. 3. Was the device difficult to open? Yes 4. If yes, please provide more details how device was removed? Have to pull the closing trigger to remove tissue from the device and take out through abdomen incision. 5. Did an additional incision had to be performed to remove the device?: no 6. Was there any change in the procedure? If yes, please explain: no, the procedure completed with the help of ec60a & gst60g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers, and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, slight marks were noted in the lockout shelf. Regarding to lockout shelf indented is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The muscle stapling contour curved cutter stapler is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instructions for use for the complete guide loading and reloading the instrument. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading of the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 914a69, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the low anterior resection, a new contour was opened from the box with the green preloaded reload. During the case, at the transection of the colon and rectum (with proper placement), the closing trigger didn¿t close at all while fully pressing. So, have the device from the cavity. The stapler stuck while closing trigger in between completely jam. The surgery was delayed by 45-50 minutes. This was managed with the ec60a device and gst60g. The procedure was completed successfully. There were no patient consequences.